Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that it was impossible to find out the information regarding the ins and insr serial number and the number of overdischarge events that occurred while the ins was implanted as the device was not able to be rebooted. The manufacturer representative ascertained the hospital does not have this information either. No additional information regarding the ins replacement date was provided.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had been overdischarged for over three years. A physician mode recharge (pmr) of the device was initiated, however the recharger then displayed a 376 error code and a call your doctor icon. The ins could not be recovered to the normal recharge mode at the time of report. Multiple pmrs were attempted unsuccessfully. The reporting manufacturer representative noted that since the ins had been off for three years that they felt the pmr may not work. A consultant discussed the issue with the patient and it was reported the ins would be changed sometime over the coming months as of (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. According to the patient, the ins was implanted in 2010, but the exact date was unknown. The date of explant was not known yet; the patient was on the waiting list but no date as of yet. The manufacturer representative indicated that the device return will be requested upon explant.